Event description:
Customer reported the image on the left monitor flickers in auto brightness/contrast mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation hard drive, erased nodes, and reloaded software. System operates as intended.